Event description:
It was reported that during a surgical procedure there was a black powder-like foreign material on the product and it got onto the surgeon's gloves upon taking the item onto his hands. A second product was opened but it also had the same appearance of a black powder-like substance. There was no back-up device available so the second item was used in the procedure. The black powder was not visible in the cement or the surgical site. The customer does not know if the substance entered into the surgical site. There were no known adverse consequences related to the event. No medical intervention was required and there was no delay.

Manufacturer narrative:
The device has not yet been rec'd at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.